Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, right bundle branch block (rbbb) and left anterior fascicular block (lafb) were present at baseline. During the implant of the valve, complete heart block (chb) was identified and a permanent pacemaker was placed the same day. No adverse patient effects were reported.